Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed september 21, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient developed infection at the abutment site (date not reported). Subsequently, the patient was treated with topical antibiotics and steroid cream. The implanted device remains.